Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported while using bd ultra-fine¿ short pen needles the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported, no insulin flow when taking injection stated, at least 50% of pen needles affected does not prime before injection lot: 9134757, (2 boxes with same lot). Catalog: 320881. Date of event: unknown. Samples: yes cl.

Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ short pen needles the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported, no insulin flow when taking injection. Stated, at least 50% of pen needles affected. Does not prime before injection. Lot: 9134757, (2 boxes with same lot). Catalog: 320881. Date of event: unknown. Samples: yes cl.